Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error, a correction was updated on 02/25/2026. The patient clarified that on (B)(6) 2026, he experienced chest pain and shortness of breath. There were no reports of hyperglycemia or hypoglycemia at that time. His family transported him to the hospital, where he was evaluated and subsequently admitted. No specific diagnoses were documented. During routine blood glucose monitoring performed by hospital staff, a cgm accuracy issue was identified. The fingerstick bg value was 138 mg/dl, which is within the normal range. The patient remained hospitalized until (B)(6) 2026, and was discharged in stable condition. The patient¿s reason for going to the hospital, as well as the symptoms experienced at home, were not related to the cgm. During the hospitalization, the patient received soliqua, which is considered routine insulin therapy for diabetes management and is typically administered as a once-daily injection. The cgm inaccuracy was first noticed by the patient¿s daughter during routine fingerstick bg monitoring performed by hospital staff. No treatment decisions were made using the sensor values, and the decisions were based on hospital-performed bg measurements. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, a blood glucose finger-stick (bg fs) measurement of 138 mg/dl was obtained, while the cgm reading was 158 mg/dl. No symptoms were reported at the time these values were recorded. Later that evening, the patient developed chest pain and shortness of breath. No bg fs or cgm values were documented at the onset of these symptoms. The patient was transported to the hospital at approximately 7:00 pm. Treatment included administration of insulin (soliqua; dosage not specified). Additional diagnostic findings and treatment details were not provided. The patient¿s condition stabilized, and he was discharged from the hospital on (B)(6) 2026, in stable condition. Multiple attempts were made to contact the reporter for further information; however, no additional details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.